Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The hvb impedance has been increasing over the record with the first min/max reading of 58/72 ohms and the final was 82/106 ohms.

Event description:
It was reported that the hvb impedance gradually increased from 55 to 115 ohms. Device remains active. No patient complications have been reported as a result of this event.